Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. See manufacturer report number 3004209178-2016-68428.

Event description:
The customer reported via phone call that she was trying to use her old insulin pump as a back-up plan while waiting for her current insulin pump to be replaced due to a button error alarm. During troubleshooting, she reported that she was trying to prime and that insulin did exit but when pressing the esc button it would prompt to rewind again and she was unable to complete the process. The customer was explained that the piston was not detecting the reservoir. She was advised not to use the device and contact the doctor for another back-up plan. This device was not replaced or returned for analysis as she was already in the process of receiving a replacement.